Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: I have no further info at this time.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported that when the suture packet j864d was opened inside the packet was vcp864d as it was labeled on plastic suture retainer. Another suture packet was opened to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: one paper lid and one winding former with eight undispensed needle-suture of product code vcp864 (3-0 coated vicryl plus undyed 8x18" sh cr) were received to ethicon for evaluation. The product code is multistrand and each packet contains eight strands, and the lot number was not provided, and further investigation could not be performed. Additional one empty opened foil lot # rpmhrm, product code j864 (3-0 coated vicryl undyed 8x18" sh cr) was returned. As per the visual inspection of the foil received, belongs to product code j864, lot number rpmhrm, manufactured on dec/15/2021, and the expiry date on nov/30/2026. A further investigation was performed and the three previous and three posteriors manufacturing lot # rpmhrm were reviewed and no code was matched with the product code vcp864. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.